Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient has been experiencing pocket stimulation approximately the last three years. A trial procedure to replace the current system may be pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identiifed the patient underwent a trial procedure on (B)(6) 2016 (reference MFR. Report: 1627487-2016-04574) and no intervention on the ipg was undertaken at this time. Surgical intervention may be pending to address the ipg issue.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced.

Event description:
Follow up information identified the patient is no longer experiencing discomfort at the ipg site and is receiving effective stimulation.